Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The cause of the se 2240 is due to air being sucked into the disposable caused by the patient not being connected when therapy initiated. The label review found the labeling adequate for the use error in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during initial drain. The home patient (hp) stated that she started initial drain while not connected, noticed the error and connected to the hc. The hp then received the se 2240 alarm. The baxter technical representative (tsr) explained the message to the hp and had the hp recycle the hc and error se 2367 occurred. The tsr informed the hp to start over using new supplies. The hp followed the instructions. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the hp regarding the reported se 2240 alarm. The hp stated that she realizes that the alarm occurred due to her error and is aware of proper procedures now. The hp did not have the sample or the lot number available. There was no patient injury or medical intervention indicated at the time of the initial report.